Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to high pacing threshold. This ra lead was replaced with the same model and will not be returned. No additional adverse patient effects were reported.